Event description:
A nurse reported that during anterior vitrectomy surgery, they were unable to get the probes to aspirate or irrigate. They tried rebooting and tried three different probes with no success. Another system was brought in to complete the case. Events related to the system that was brought in are filed under manufacturer report #2028159-2011-01171.

Manufacturer narrative:
A company representative provided an in-service to the staff in reference to turning off the vitrectomy setup tutorial, as it can inhibit the fluidics module's communication with the fluidics cassette, and that continuous irrigation should not be enabled during vitrectomy. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause has been attributed to a software related issue. (B)(4).